Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) stated that their remote communicator had issues connecting and transmitting data and also displayed a red call doctor icon. Troubleshooting was performed and several alerts were observed regarding shock lead impedance out of range. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) stated that their remote communicator had issues connecting and transmitting data and also displayed a red call doctor icon. Troubleshooting was performed and several alerts were observed regarding shock lead impedance out of range. According to the sales representative, this patient was evaluated in office and it is planned to schedule a lead revision. Additional information was received that a revision procedure was performed. It was intended to explant this lead, however, during the extraction, this rv lead broke apart, therefore, it was left capped. No additional adverse patient effects were reported.